Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient was also diagnosed with bilateral breast pain, bilateral breast ptosis and only partial breast implant deflation of the right breast implant. Along with implants removal, the patient also underwent bilateral capsulectomies and mastopexies. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast capsular contracture (baker grade iii) and spontaneous right breast implant deflation, post-procedure. The complications were diagnosed via physical examination. As a result, the patient has been scheduled for bilateral implant explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.